Manufacturer narrative:
The motorized wheelchair was not returned to hoveround for evaluation, however, based upon the police accident report, no malfunction is suspected. The state of maryland motor vehicle accident report states end user was struck by a motor vehicle while using the crosswalk to cross the street. Hoveround has been unable to contact the end user subsequent to her report of the alleged incident. The hoveround owner's manual warns users "do not drive your mpv4 the roadway or public streets."

Event description:
End user alleges she was struck by a motor vehicle while operating her motorized wheelchair at a crosswalk. She was transported to the hospital with unknown injuries.